Event description:
A 6060 pump was infusing vancomycin in the intermittent mode, to infuse 126.5 ml every 12 hours, with a 1 ml ko. The pump ran correctly for 48 hours. The bag was changed, and the infusion resumed. The pump's datalog indicated "phase volume to be displayed 126.5 ml at 7:34 pm. Approximately 5 hours later, the pump displayed "occlusion". The pump was put on hold and turned off. The volume infused was 761.1 ml. The bag was empty. The pt was sent to the ER. A vancomycin level was drawn, and found to be ok. The pt skipped a day of vancomycin, and is now receiving it again using a different pump.